Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2025, UDI#: (B)(4), h3: the catheter was returned and no significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a device manufacture representative regarding a patient who was receiving d ilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that during a pocket revision once the pump was removed from the pocket the surgeon used a catheter access port kit to test flow and was unable to get flow. The surgeon then removed the catheter connector and still didn¿t get flow. He then opened the back incision and noticed a kink in the catheter. After fixing the kink he witnessed good flow from the catheter. A new catheter connector(8785 ,(B)(6)) was used to connected the old 8780 and after reconnecting the pump he still had good flow from the catheter and then closed the incisions.